Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer's blood glucose was 109.8 mg/dl. Customer reverted to using an alternate method of insulin therapy.